Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason. The customer¿s blood glucose level was unknown at the time of the incident. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that infusion set did not deliver insulin correctly. Customer stated infusion set cannula was bent. The insulin pump will not be returned for analysis.